Event description:
According to the reporter: bleeding. Without malfunction. There were no incidents during the operation. There was no use of reinforced material during operation. Post op. The patient started to bleed. (No info on how many hours after op.) The patient was moved to intensive care. Patient blood loss, not specified. Received blood transfusion, 2 sag. The patient was not re-operated. No tissue loss or damage in conjunction with the bleeding. The patient checked out of hospital (B)(6) 2014. Patient back at hospital (B)(6) 2014 with bleeding. Received 2 sag blood transfusion. Patient checked out of hospital (B)(6) 2014, status ok. The updated complaint form is attached to the complaint.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/19/2015.